Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Anecdotally there was similar debris found in a neck in another (B)(6) hospital, within days of the cappagh issue being flagged, again cleaned and left in use, with no complaint, again my apologies.

Manufacturer narrative:
Product complaint # : (B)(4). The complaint was deemed as justified depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.